Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "alarming" without power up when batteries are inserted during the investigation. Found the back labels, keypad overlay was missing and damaged to the microprocessor unit board was noted. Service will replace the microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical pump was constantly beeping when it was powered on. There was no patient present at the time of the event. There were no reported adverse events